Event description:
It was reported that the customer had a blank display. Customer would twist the battery cap and the display would go on but now it's off. Customer's blood glucose level was high when they checked it about an hour and a half ago. Customer's blood glucose level was in the 200's mg/dl. Customer stated that the contacts on the battery cap are damaged. Customer will be shipped a replacement battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that their belt clip was also chipped. A replacement belt clip will be sent as a courtesy. Customer's blood glucose level was 238 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.